Event description:
Intraortic artery balloon pump (iabp) placed; approximately 6 hours later the balloon pump start alarming flow restriction and the patient stated she could feel balloon pump inflating more in her axillary area; monitor tech was at bedside to assess lines for kinks/clots; balloon pump was restarted and noted to have blood returning in the nitrogen line and patient could feel a inflating sensation up into their neck to ears. Patient was taken to procedure room where the balloon pump was removed and found to have ruptured.